Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: manta deployed correctly in common femoral. Extravasation upon post angio in external iliac superior to manta deployment. Used covered stents to obtain hemostasis.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. Access was gained utilizing ultrasound guidance. The arteriotomy was 6-7mm, with mild calcification and tortuosity, and a depth measurement of 3.5cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. Following deployment, post angiogram revealed extravasation in the external iliac superior to the manta closure access, and the wire was outside the lumen of the external iliac. It is likely the extravasation was caused by the wire that was positioned outside the external iliac. Covered stents were deployed and achieved hemostasis. The IFU states adverse events associated to the deployment of vascular closure devices include local trauma to the femoral or iliac artery wall, such as dissection, perforations causing bleeding, arterial damage, and other access site complications leading to bleeding possibly requiring surgical repair or endovascular intervention.